Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 3 pm the result from the meter was 4.7 inr. At 4:30 pm the result from the laboratory was 3.6 inr. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation of an adverse event. The customer's current condition was provided as stable with no symptoms of a high inr. The customer is not anemic, does not have antiphospholipid antibodies, is not on heparin, does not use direct thrombin inhibitors, no changes in medication, no new illnesses, no dietary changes, and no symptoms of high blood pressure. The customer's meter and test strips were requested for further investigation. The investigation is currently ongoing.

Manufacturer narrative:
The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field has been updated.